Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer's current blood glucose was 250 mg/dl. Customer's blood glucose was treated by manual injection. Troubleshooting was declined for high blood glucose. Customer stated insulin pump was working weird and kept on making blood glucose high. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, self test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).